Event description:
It was reported that "personnel in the conditioning room realized that a catheter had a long hair in the welding area of the package, trapped between film and paper sides. The other 9 units in the box were correct, as usual." No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a from reference size (B)(4) in sterile lot p23a03 - 1ea. Visual inspection of the foley balloon catheter was performed, foreign material (hair) was observed inside the package. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This issue was confirmed that it occurred during machine packing of the product, so awareness created for all personnel to make emphasis on correct gowning. Also improved lighting at inspection area and the machine packing area separated by providing partition to control foreign matter. The root cause is manufacturing related. An investigation was initiated to further investigate this issue. The investigation is still on-going. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "personnel in the conditioning room realized that a catheter had a long hair in the welding area of the package, trapped between film and paper sides. The other 9 units in the box were correct, as usual." No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.